Event description:
Ventricular capture threshold has risen significantly to 4 volts at 6 msec bipolar, and 3.5 volts at .6 msec unipolar. Non-capture due to high thresholds. Electively replacing lead. Impedance at 737-871 ohms. No sensing problems.